Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the alleged condition was confirmed. Based on the investigation details, the likely cause for the device running by itself was a short in the trigger assembly, which was replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own prior to the start of an orthopaedic surgery. There has been no reported patient or user injury, and the procedure was completed successfully with another device.